Event description:
During an abdominal aortic aneurysm procedure, the doctor experienced a difficult access to place the graft and when the clamp was released, the graft leaked blood (quantity unk). The doctor was unable to stop the bleeding, but left the graft in the pt. Approx 3 hours post surgery, the pt expired from loss of blood. The nurse informed the sales representative that she did not believe the death was graft-related. Note: co has now learned from the nurse, that although there was some bleeding from the graft, the quantity was insignificant (exact quantity is unk). Most of the bleeding that occurred during the case was arterial and also due to poor tissue. The quantity was approx 2100cc total. There was some additional blood loss at closing-approx 300-500cc, and again, not from the graft, but from the artery and tissue. The nurse claims that the doctor felt this was acceptable and decided to close, despite the blood loss and continued bleeding. During the case, a cell-saver was used, but the exact amount returned to the pt was unknown. The nurse stated that the death was not related to the graft, but due to the large amount of blood loss through the artery and tissues. The nurse also stated that two days after this case, the surgeon, was diagnosed as having a brain tumor. The nurse said she believed his condition may have had a role in his judgement to close despite the blood loss.